Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastric sleeve, at the 3rd stapling of the gastric tissue, the surgeon was able to press the green button, but was not able to squeeze the handle, the device did not fire. The reload that presented a fault was used with a reprocessed handle, before the fault, they proceed to pass a new stapler, but they do not change the reload and so a pre-triggered stapler was used, as a consequence the new stapler is blocked. Finally these devices are replaced by new devices and successfully complete the procedure. No patient harm.